Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 73mg/dl to impacted; no exact bg values were provided for elevated bg level. A correction bolus was delivered to address the impacted bg level. No troubleshooting was performed due to the customer's current cartridge being almost out of insulin. A new cartridge was loaded and the pump performed as intended. Reportedly, the customer wears the pump inside their pocket. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.